Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. During the replacement surgery, fluid loss was identified in the left cylinder. All components were explanted and replaced. There were no patient complications reported.